Manufacturer narrative:
The lot number was not reported; however, a potential lot number that belongs to a different material number was provided. The information for that number is as follows: d4. Medical device lot#: 5238147. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, one tube was missing its label. No adverse impact was reported regarding the patient or user.